Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced five events in which patient forgot to remove the needle guard from (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-04665. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008280, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008280 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 9 on 05-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.